Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. The customer reported getting inaccurate high and low readings over the past 7 months and experiencing "numbness of feet and toes, toenails falling off, poor eyesight. " although the customer reported this medical episode as an injury, he reportedly did not seek medical attention for the incident and no self-treatment was reported. The customer stated he has seen his doctor about his diabetes over the past months, but there was no report of changing his treatment or course of medical action. The customer stated "he is on (unspecified) oral meds only and test two times per day. " based on existing information, there is no indication adc device contributed to a serious injury as no third-party emergent medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.